Manufacturer narrative:
The elecsys hcg+beta reagent lot number is 83810503, and the expiration date is 31-mar-2026. A field service engineer (fse) determined that the sample and reagent probe were occasionally dropping water droplets, resulting in contamination. The fse replaced the sealing gasket of the sample and reagent probe and sipper. The investigation determined that the root cause is foam on the reagent bottle surface. It was also observed that the customer is not using the recommended rack adaptors for primary tubes.

Event description:
There was an allegation of questionable elecsys hcg+beta results from the cobas e 411 analyzer (disk system) for two patients. Patient one's initial result was 20898 miu/ml, and the first repeat result was 109005 miu/ml. The second repeat result was 115121 miu/ml. All three results were diluted 100 times and are from the same tube sample. Patient two's initial result was 160.5 miu/ml, and the repeat result was 882.2 miu/ml. The questionable results were not released outside of the laboratory. It was detectable to the user as it did not match the patient's clinical diagnosis.